Event description:
It was reported that approx. 69 months after the implantation, ventricular oversensing was observed.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data and fluoroscopic images. The analysis of the provided iegm episodes showed artifacts in the rv and ff channel, which led to the reported oversensing, as well as inappropriate ICD charging cycles. The analysis of the provided fluoroscopic images recorded in 2019 showed a reduction of slack in comparison to the fluoroscopic images recorded in 2014. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.